Event description:
Pt reported that infusion set is leaking. Pt felt that their blood glucose was high, so they tested their blood glucose level (result=300 mg/dl). After testing their blood glucose, they noticed that their infusin site was wet. Pt stated that they has also had past problems with leaking at their infusion site. No treatment was received.